Event description:
During insertion of the 35mm screw, the surgeon did not use the drill guide. The 35mm screw would not sit flush with the shell so the surgeon explanted the 35mm screw. At this point the surgeon realized that the screw had bent. The surgeon then implanted the 30mm screw. During insertion of the 30mm screw the surgeon broke off the head of the screw. The screw was not able to be removed from the acetabular because the head of the screw broke off. Ref MFR # 3005180920-2014-00055.